Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the b12lt device was returned in good condition. Upon visual inspection the seals were observed to be in good condition. The obturator was not returned for evaluation. During the analysis, a 12 mm test obturator was inserted and removed through the sleeve assembly without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was stapling and using gore buttressing material, and for the first and second firings, the stapler and buttressing material passed down the trocar without issue. On the third pass, the surgeon could barely get the device and buttressing material down the trocar, which left the buttressing material crumpled and out of line. The surgeon tried a fourth pass and the same issue occurred. The surgeon removed the trocar and observed the white wicking material of the trocar to be off-center. No part of the trocar fell into the patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.